Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from may 03, 2019 - may 04, 2019. H10: two (2) actual samples and three (3) companion samples were received for evaluation. Visual inspection was performed on all samples and did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the two actual samples and a leak at the spike port cap from the base of the spike port tubing of both samples was identified. The reported condition was verified. The cause of the condition could not be determined. The three companion samples were not tested. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.